Event description:
It was further reported that the patient's previously implanted but not currently active right ventricular (rv) lead was partially explanted and returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for a possible fracture as evidenced by high impedance on the superior vena cava (svc) portion of the lead. It was also reported that the patient's right atrial (ra) lead was explanted and replaced for undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.